Event description:
It was reported: patient had no stimulation after implant and high impedances on all of the unipolar and bipolar pairs. During implant, there was an issue inserting the lead into the block and had to be reinserted several times. No stimulation was felt after trying all the combinations. It was later reported all impedances were "coming back with issues." Patient was scheduled for a revision. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).